Event description:
Philips proactive monitoring system showed that on a brilliance 16 air CT system at froedtert health medical group, a button on a control panel was stuck engaged.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).